Event description:
It was reported that this patient went to the emergency room, and during an interrogation the pacemaker device was found to be in safety mode. The patient was admitted to the hospital. A revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. A memory download could not be performed. Device code was reloaded and subsequently, the device was successfully interrogated. Error codes were noted in memory that indicated the device had detected an issue and attempted to reset three times. After three resets, the device appropriately reverted to safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Manual electrical measurements noted normal pacing and sensing functions. Detailed analysis of the battery did not identify any irregularities. Despite attempts to determine the root cause of the resets and reversion to safety mode, the device operated normally in the laboratory environment and no root cause was able to be identified.

Event description:
It was reported that this patient went to the emergency room, and during an interrogation the pacemaker device was found to be in safety mode. The patient was admitted to the hospital. A revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned, and analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. A memory download could not be performed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient went to the emergency room, and during an interrogation the pacemaker device was found to be in safety mode. The patient was admitted to the hospital. A revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.